Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with intraperitoneal (ip) injection of ceftazidime (1 gram, once a day, duration not reported) and ip injection of vancomycin (1 gram, once in five days, duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available as the reporter declined follow up.